Event description:
The customer reported that an erroneous elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold of the assay, was generated on the unicel dxc 600i synchron access clinical system for one patient. Beckman coulter incorporated assessment of customer supplied data indicated that upon repeat on the same instrument, a lower result, within the normal reference range of the assay, was generated and regarded as valid. A second, same patient sample, tested on the same instrument also generated a lower result within the normal reference range of the assay. No other assays or patient results were in question as part of this event. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital however it is unknown as to whether the admission was due to the elevated accutni result. There were no reports of death or serious injury associated with this event. The samples were collected in serum separator tubes. They were centrifuged prior to testing. Accutni quality control results generated before and after the incident were within the customer's established limits. No event log messages were generated in connection with this event. The customer did not supply event-specific system check data.

Event description:
The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital however current information from the customer indicates the patient was admitted due to the patient's clinical picture, including risk factors and an abnormal electrocardiogram. The erroneous accutni result was not the primary reason for the patient's admission.

Manufacturer narrative:
Service was dispatched on (B)(4) 2012 to the site for this event. The field service engineer (fse) verified ultrasonics voltages and pipettor and incubator belt alignments were within acceptable limits. The fse performed a system check and high sensitivity (hs) system check. The system check met instrument specifications; however the hs system check did not meet specifications. The fse replaced the peristaltic pump tubing and verified wash arm alignments. A repeat hs system check showed all parameters passing within specifications. The fse performed a twenty replicate precision assessment which generated acceptable percent coefficients of variation. The fse also executed an accutni quality controls (qc) assessment which generated results which met customer's established specifications. A definitive root cause for this event has not been determined to date.

Manufacturer narrative:
Additional information was provided to the manufacturer which defines the impetus for patient admission into the hospital.